Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2006, product type: lead. Lead explant date are estimated dates. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient had back surgery to replace the lead in (B)(6) 2006. No further complications were reported or anticipated.